Event description:
This 48 year old male pt (6'5", 170 lbs) was placed in a "cardiac chair" with wrist restraints secured to the chair frame. The velcro seatbelt was also secured. The head of the chair was placed in slightly less than a ninety degree angle, and the wheel locks were on. The pt slid down in the chair; the nurse caring for the pt turned his back to the pt momentarily. The pt, with the chair still secured to him, tipped the chair forward and fell, striking his head on the floor. The pt sustained a small superficial laceration to his forehead which required sutures.